Manufacturer narrative:
(B)(4). The device was serviced as a part of preventative maintenance. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. During visual inspection a damaged door to channel one was found. The cause of the condition was not determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door to channel one. No additional information is available.